Event description:
Complainant alleged that the device displayed "pacer fault 116", "pacer disabled" and "defib disabled" messages. Complainant did not indicate that there was any pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not rec'd the device for eval, and this complaint is still under investigation.